Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart occurred. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart. The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed due to receiver perpetually rebooting. A receiver download was attempted but could not be completed due to receiver perpetually rebooting. The receiver case was opened, and an internal visual inspection was performed and passed. The allegation was confirmed. The probable cause could not be determined. No additional event or patient information is available.